Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap and that this has happened two to three times before. That was noted prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample of minicap with an open pouch was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was identified. All box dimensions of the sample received were measured and passed. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The device failed leak testing. The reported problem was confirmed based on visual and functional inspections. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.